Event description:
A man patient with distal hypospadias underwent unsuccessful repairs as a child, leaving him with a urethral meatus along the ventral distal penile shaft. He developed a proximal bulbar stricture as an adult and was treated unsuccessfully with dilations and incisions. He then underwent urolume placement complicated by recurrence. The stent placement converted a short bulbar urethral stricture into 18-cm narrow caliber pan-urethral stricture that required reconstruction with stent excision and combined tissue transfer reconstruction.